Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented remotely via a merlin.net transmission. Review of the transmission revealed noise reversion episodes which appeared to be noise on the right ventricular lead. On (B)(6) 2016 during the lead revision procedure, the right ventricular lead exhibited an insulation anomaly. The lead was capped and replaced. No further information could be obtained.